Event description:
On (B)(6) 2012, the patient/lay-user contacted lifescan (lfs) alleging that he was experiencing an inaccurate high issue with his one touch ultra2 meter. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012 and obtained the following information. The patient reported that the alleged issue with the subject meter began on (B)(6) 2012, at 6 pm. The patient obtained glucose results of "180 and 160 mg/dl" on the subject meter, which he felt was inaccurate high compared to his feelings. The patient stated that he manages his diabetes with a combination of lantus and actos and due to the alleged issue on (B)(6) 2012, at 6:05 pm he took the necessary 4u of insulin to cover the high readings. He claimed "45 minutes" after the alleged issue started, he felt very shaky, which he associate to a hypoglycemic state. In response to his symptom, he reportedly tested with the subject meter again, obtained a glucose result of "66 mg/dl" and immediately self treated with food and drink. The patient informed this mss that after 15 minutes of eating and drinking he felt much better. During the initial call with customer service, the agent noted that the patient was using the correct unit of measure set in the meter and an appropriate sample site. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.